Event description:
It was reported that a 58 yo male patient, initial right knee implanted on (B)(6) 2018, underwent a revision procedure on (B)(6) 2023, approximately 4 years 4 months post the initial procedure. The patient complained of pain. Loose femur and recalled poly indicated. The patient was revised to a competitor¿s devices. The event was not related to a breakage of device. There were no surgical delays. The patient was last known to be in stable condition following the event. No patient history or comorbidities were reported. No x-rays were provided. A device image was provided. No device returns anticipated. Due to the recall, the hospital will not release implants. No further information. This is 1 of 2 reports for this event. See MDR#1038671-2023-00704.

Manufacturer narrative:
D10: concomitants: 02-020-11-0350 - truliant ps cem fem ps cem right sz 5 (B)(6). 02-022-35-5009 - truliant tib imp ps insert sz 5 9mm (B)(6) - z-0023-2022. 02-022-45-5040 - truliant tib fit tray cem sz 5f / 4t (B)(6). H3: the revision reported was likely the result of patellar prosthesis wear, which was confirmed from the images provided. A potential root cause of whether alleged femoral loosening may have contributed to the reason for the revision or the observed patellar wear could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.